Event description:
It was reported by the customer " during removal of a PICC line from a patient the line was inspected and noted to have tear in the catheter wall around the 30 cm mark. The tear was approximately 1 cm in length and the end of the catheter was intact. It did not appear that any of the catheter was retained within the patient, no harm to the patient was identified".

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refw4256 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated, and a split was observed in the catheter at the 30 cm depth marker. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: a relatively large split with flared edges. Tensile weakness at the fracture site (due to material ballooning prior to burst). Granular fracture surface texture (typical of tearing failure modes). An occlusion was observed distal to the burst site, and this may have contributed to the failure. Forceful flushing against an occlusion can cause this type of failure. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported by the customer " during removal of a PICC line from a patient the line was inspected and noted to have tear in the catheter wall around the 30 cm mark. The tear was approximately 1 cm in length and the end of the catheter was intact. It did not appear that any of the catheter was retained within the patient, no harm to the patient was identified."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer " during removal of a PICC line from a patient the line was inspected and noted to have tear in the catheter wall around the 30 cm mark. The tear was approximately 1 cm in length and the end of the catheter was intact. It did not appear that any of the catheter was retained within the patient, no harm to the patient was identified" additional information received 7/21/2023: customer reported to bd medical affairs that this event involved a teleflex wire; the customer did not use the bd stylet from the kit to insert the catheter.